Event description:
It was reported that, mdm liner disassociated from 28mm head resulting in revision surgery. Same devices were replaced in pt.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Catalog number and lot code of the other devices listed in this report: cat # 6260-5-228 lot #36178004, description: 28mm +4 v40 taper vit head.